Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a his bundle ablation procedure the leadless implantable pulse generator (ipg) had the following issues; pacing problem and threshold elevation. It was also reported that the programmer generated an error message indicating that it was detecting an incorrect serial number when the radiofrequency head was placed. The interrogation was then able to be completed. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.